Manufacturer narrative:
The customer reported that the AED was displaying a service code which may indicate an early warning of a low battery. The AED is currently reporting a "replace battery pack now" warning. No additional information is available currently to further investigate this event. The IFU states: the IFU states: improper maintenance can cause the ddu series aeds not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that the AED was displaying a service code warning which may indicate a early warning of a low battery. The reported event did not occur during patient use.

Manufacturer narrative:
Analysis of the battery pack from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.